Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm software error detected, frozen screen and a broken force sensor was detected during seating or regular delivery due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump errors and insulin pump had frozen display. The customer¿s blood glucose level was unknown. The customer was unable to clear the alarm. Customer states pump was not exposed to a high magnetic field. Customer was not calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. Customer reports the time clock does not advance. Troubleshooting was assisted. The customer was advised to revert to back up plan. The device will be returned for analysis.